Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that a detached radiopaque marker band occurred. The target location was located in the subcutaneous portion of the kidney. An accustick¿ ii was selected for use. During procedure, the accustick¿ ii was used to introduce a nephrostomy catheter when it was noted that the radiopaque marker band on the tip of the device came off and remained inside the patient's body. No surgical interventions were done to remove the un-retrieved radiopaque marker band as it was implanted in the subcutaneous portion of the kidney and would not be detrimental to the kidney. The procedure was completed with this device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An accustick introducer system with radiopaque marker were received. The introducer sheath tip and dilator tip are bent. The ro marker detached from the sheath and it was not returned with the device. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the proper location. The sheath surface was scraped/ damaged as the ro marker was slid over the sheath material. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the procedure was a nephrostomy tube placement. It was also noted that numerous attempts to remove the avulsed component were performed and were all unsuccessful.